Manufacturer narrative:
H.6. Investigation summary: 29 photos were provided. They show a case box, case box label, shelf box, shelf box label. The shelf box has the information printed in about 30 degrees angle. Additionally, the shelf box shows damage like it was exposed to a compression force inducing the damage and also shows one corner torn on the bottom flap. The batch# is not missing; it is printed at the bottom of the barcode. In this case, the shelf box was not properly placed in the conveyor inducing the damage and also inducing the printing in an angle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that 413 bd precisionglide¿ needles' had no lot number listed on their labels, and the lot number was "not clear" on 5 of the needles' labels. All defects were found before use in lot# 9256555. The following information was provided by the initial reporter: "no lot = 413 sp , lot not clear = 5 sp and tore box = 2 sp".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 413 bd precisionglide¿ needles' had no lot number listed on their labels, and the lot number was "not clear" on 5 of the needles' labels. All defects were found before use in lot# 9256555. The following information was provided by the initial reporter: "no lot = 413 sp, lot not clear = 5 sp and tore box = 2 sp."